Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six hours following a procedure, the patient's wound showed poor healing and fluid leakage caused by the foreign body reaction to the absorbable suture. The surgeon removed the suture and strengthened the dressing to resolve the issue with combined use of internal fixators.